Event description:
A liver transplant was started, using an anesthesia machine and the new gems physiologic monitor. The patient was induced and intubated uneventfully and was placed on the mechanical ventilation, using isoflurane to maintain anesthesia. After about 45 min in the case it was noticed that the end tidal concentration of the isoflurane did not correlate with the dial. While the dial was 2.5% the inspiratory & expiratory values were 1.1% & 0.65%. The dial was increased to 3% trying to increase the inspiratory values. After about 15 minutes the inspiratory & expiratory values were 1.3% and 0.85%. Clinical engineering was called to change the vaporizer, thinking that the vaporizer needed calibration. Once the new vaporizer was installed there was no change in the values while patient was on 3% dial. At this point the first set of abg results came back, showing pco2=51, while etco2=33 on gems. It was thought that the endotracheal tube was too deep, it was retaped, and the minimum ventilation was increased and another set of abgs was sent. Pco2=42, while etco2=28. Minimum ventilation was increased further. At this time a resident came back to the operating room and mentioned that the same problem occurred with the wide co2 gap yesterday while performing a liver transplant. Blood gas lab was called to bring in a gas analyzer, and the circuit was connected to both gas analyzers simultaneously. The following values were discovered:gas analyzer: etco2=34, eto2=51, fio2=56, exp iso=1.6, insp iso=2.3gems: etco2=25, eto2=41, fio2=45, exp iso=1.0, insp iso=1.3at this point abg showed pco2=37.